Event description:
I know you folks are aware of a potential problem with the company byte. I have been dealing with them as a customer for over one year. I have 2 chipped teeth, lose teeth, painful teeth. After a recent notice from them, and your involvement, I stopped using my aligners. They have gotten very good at "avoidance". I can tell by the path they are taking that they are trying to avoid all liability. The experience using their teeth aligners has been awful. I simply hope you are monitoring them very closely. They have caused me long-term damage!